Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to resistance issue at j6connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that they experienced power system error. The customer's blood glucose value was 355 mg/dl. The customer treated with the pump. The customer stated that the notification light did not immediately stop flashing. The product was returned for analysis.